Event description:
It was reported during a thoracoscopy the surgeon was trying to obtain a specimen and the stapler jammed on the first firing. The case was completed by opening a new device. There was no patient consequence. 1-19-98 faxed copy received from rep and reported during the lung biopsy the ez45 did not fire. There was no additional information. There was no consequence to the patient.